Manufacturer narrative:
There is no indication that the access® accutni device was returned for evaluation. Service was not dispatched as the customer did not question system performance. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The affiliate stated the customer reported falsely elevated troponin I (access® accutni) results, above the acute myocardial infarction (ami) cutoff, for one patient, involving the access® accutni reagent used in conjunction with the unicel® dxi 600 access® immunoassay system. The erroneous results were not released from the laboratory. There was no patient consequence associated with this event. The customer reanalyzed the patient's sample on an alternate unicel® dxi 600 system and lower results, within the normal reference range, were obtained. The patient's sample was collected in 5 ml heparin tube and centrifuged for eight minutes, at room temperature. The sample was less than two hours old following collection. The customer indicated quality control and system checks were within specifications at the time of the event. No system issues were noted. The instrument was in normal operation.